Event description:
It was reported the lead bipolar impedance decreased from 656 ohms to 213 ohms possibly due to an insulation problem. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.